Event description:
It was reported that the physician requested analysis of the battery because it did not last as long as it was anticipated. They were aware that the patient was not compliant with charging. There was a battery replacement. It was believed that they had exhausted all over-discharge strikes. The patient went into an overdischarge situation multiple times. They were no longer interested in charging and the battery was replaced with a prime cell. The replacement surgery was performed on (B)(6) 2015. The patient was receiving adequate therapy following battery replacement and was doing very well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results for (B)(4) indicate that there were no anomalies found.

Manufacturer narrative:
Concomitant medical products: product ID: 3887-33, lot# j0421723v, implanted: (B)(6) 2004, product type: lead. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: recharger, serial# unknown, product type: recharger. (B)(4).